Event description:
It was reported intraoperatively, the surgeon implanted the device and noticed leakage from where the graft is sewn to the sewing cuff on the valve. The leakage occurred when the blood flow was restarted after implanting the valved graft. There was some difficulty stopping the leakage and blood products were administered. The valved graft remains implanted and the pt is reported to be stable.